Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope post fall. It was found that the right ventricular (rv) lead exhibited chronically low r-wave amplitudes and stored egms (electrograms) indicate possible t-wave oversensing (twos). Additionally, stored egms also indicated possible farfield oversensing/undersensing on the atrial lead. The rv lead and atrial lead remain in use. No further patient complications have been reported as a result of this event.